Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported: inratio 6.2, 5.5 re-test, 5.0 (30 min. After lab draw), 2/13/06 7.2, 6.8 re-test. Lab 3.9 (tested next day, dose adjusted) 4.1 (tested next day)